Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided, but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Instead, two other hf resection electrodes of the same lot number were returned on 2019-03-25. For these two electrodes, no deviations from the specifications were detected. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrodes without showing any abnormalities. Based on the information available, the cause of the reported damage is most likely mechanical overload due to the application of excessive force possibly in combination with wear and tear. Therefore, this event/incident was attributed to use error. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the handle detached from the electrode rod and fell into the patient. However, no component remained inside the patient since it was reportedly retrieved. No further information was provided, but there was no report about an adverse event or patient injury.